Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4,g3, g6, h2, h4,h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found charred marks on the distal ends consistent with use. Electrode was inspected under a microscope and found the shaft and proximal connector are in good condition with minor charring stains on the loop observed however, no bend on distal fork and loop is still intact. The electrode was then checked with the test generator esg-400 together with the working element eiwe, gyrus telescope, inner sheath eris-cf25, and dac active cable. The electrode generated energy output at the cutting loop without an issue. In addition, , there was no arcing or sparking to the reference test telescope distal tip during activation. The reported issue was not confirmed. Based on evaluation findings the reported issue was not confirmed as no issue found during device testing. The minor charring found on the cutting loop is most likely due to burnt tissue. This report will be supplemented accordingly following investigations.

Event description:
Quantity of 3 electrodes with the same model and lot number were used during a transurethral resection of the prostate (turp) procedure. The first two (2 failed) and the third (3rd) one was used to complete the intended procedure. The electrodes were reported to be defective (arced). There was no patient harm or injury reported due to the event. No user injury reported. This complaint is related to reports patient identifier (B)(6).